Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for does not attach/detach & the 2nd related complaint for needle clog on lot # 9183101. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp experienced an inability to deliver insulin medication and the inner shield/outer cover/cap does not attach/detach. Product defects were noticed during use. The following information was provided by the initial reporter: material no.: 320555 batch no.: 9183101. Additional information emailed in by consumer. My needle got stuck in my insulin pen. Prior to that I have had 4-5 needles that would just not allow the insulin to come out. Verbatim from email: I've been using bd needles for the last 7 years and recently have been having some trouble with them. They seem to lock my pen up so that no insulin comes out. I just had something happen that I have never experienced in all the years of giving my own insulin. The end of the needle which goes into the insulin pen lodged itself in there and stayed in after I had unscrewed it from the pen itself. If this continues to happen I'm going to have to change needle brands.